Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system touch screen was malfunctioned. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touchscreen frequently failed to respond properly, significantly impacting overall usability. A field service engineer (fse) visited the depot to retrieve an all-in-one (aio) unit from a previous equipment return that was not listed in inventory. The pharmacy had reported that a portion of the touchscreen was unresponsive. The fse replaced the aio with the same version, and no further issues were observed. The pharmacy was able to inventory items in the application successfully, and a proactive inspection was completed to ensure overall functionality. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system touch screen was malfunctioned. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.